Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy and irregular bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ex-smoker. Previously administered products included for contraceptive: oral contraceptive nos. Concurrent conditions included yeast infection, uti, paratubal cyst and obesity. Concomitant products included budesonide w/formoterol fumarate (symbicort), mometasone furoate (nasonex), montelukast (singulair) and salbutamol sulfate (proair hfa). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 6 months 23 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On 1-oct-2013, the patient experienced ovarian cyst ("ovarian cyst"). On 1-oct-2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain mainly on the right side, occasionally on the left side"). The patient was treated with surgery (laparoscopic hysterectomy and right salpingectomy;removal of both coils) and surgery (she underwent a pelvic surgery to try and alleviate the symptoms). Essure was removed on 17-nov-2014. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, ovarian cyst and abdominal pain lower outcome was unknown and the dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on 30-oct-2013 and 17-nov-2014, it was determined that she required surgical intervention to address her complications. At those times, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results: 16-dec-2013 : hysterosalpingogram : findings consistent with occ1usion of the fallopian tubes. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("heavy and irregular bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ex-smoker. Previously administered products included for contraceptive: oral contraceptive nos. Concurrent conditions included yeast infection, uti, paratubal cyst and obesity. Concomitant products included budesonide w/formoterol fumarate (symbicort), mometasone furoate (nasonex), montelukast (singulair) and salbutamol sulfate (proair hfa). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 6 months 23 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On 1-oct-2013, the patient experienced ovarian cyst ("ovarian cyst"). On 1-oct-2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain mainly on the right side, occasionally on the left side"). The patient was treated with surgery (she underwent a pelvic surgery to try and alleviate the symptoms) and surgery (laparoscopic hysterectomy and right salpingectomy;removal of both coils). Essure was removed on 17-nov-2014. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, vaginal most recent follow-up information incorporated above includes: on 27-mar-2018: pfs received. Events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migration of essure device location of device: uterus, dysmenorrhea (cramping), ovarian cyst, lower abdominal pain mainly on the right side, occasionally on the left side", reporter added from pfs. Concomitant and historical condition, lab data added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (she underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2013 and (B)(6) 2014, it was determined that she required surgical intervention to address her complications. At those times, she underwent a pelvic surgery to try and alleviate the symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.